Event description:
This report summarizes one malfunctions. A review of the reported information indicated that model dl900j vena cava filter was experienced patient device interaction problem and malposition of device. This information was received from one sources. The malfunction involved a patient with no known impact to the patient. The 54 year old female patient weight was not provided.

Manufacturer narrative:
H10: of the 2 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2019-04351. H10: the lot number for the device was provided and a lot history review was performed. The devices was not returned for evaluation; however, medical records were provided for review. The investigation is confirmed for perforation and inconclusive for filter tilt. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned for evaluation. A lot history was performed, and these are the only complaints to date for these lot numbers. Therefore, a device history record (DHR) review was not required. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilt and perforation as no objective evidence was provided to confirm any alleged deficiency with the filter. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly tilted and perforated. The devices were not removed and there were no reported attempts to retrieve the filter. There was no reported patient injury. This information was received from various sources. One patient was a male who weighed (B)(6). The age, weight, and gender were not provided for the other patient.